Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that their job required lot of walking, standing, and bending, so pt had tried to increase intensity about three weeks ago to help with pain associated with the activities they perform on their job. Pt adjusted settings on their controller up. Then, when the pt looked at their controller soon after (still about three weeks ago), the therapy intensity had gone back to "1" and when the pt attempted to increase the therapy settings, the controller displayed "settings not available" message. The pt could not adjust therapy settings up. Pt also stated that they had adjusted their therapy intensity settings in group a "up two clicks" and when the pt looked at the controller later on, the controller was on group b. The pt had not changed the group settings. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.